Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to breakage of the tibial component and massive inlay abrasion.

Manufacturer narrative:
Visual inspection of the returned tibial component confirmed that the device is fractured on the medial side of the post. The sem analysis report revealed that the tibial tray was fractured due to torsional fatigue, exhibiting concave beach marks pointing towards the center of the fracture and fatigue striations. There was also some presence of wear marks on the proximal surface and some foreign material on the blasted surface which is most likely the bone cement and some bone ingrowth. The visual inspection of articular surface exhibited pitting and wears to the proximal surface as well as heavy gouging to the distal surface. There is slight damage to the edge of the articular surface seen. Review of the device history records for the tibial component did not find any deviations or anomalies. This device is used for treatment. The radiograph evaluation report from an external surgeon reveals that x-ray for (B)(6) 2011 states that a small heterogeneous radiolucency underlies the medial tibial tray, possible for geode, neoplasm, infection or granulomatous osteolysis. X-ray for (B)(6) 2016 and (B)(6) 2016 confirm loosening of the tibial component and a fracture of the tibial arthroplasty component at the medial tibial tray. However the patient was not revised until 2016. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No compatibility issues were noted. Product history search for the tibial component revealed no other additional complaint for the lot search and also for the individual part search. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or more information.